Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was reported as due to a fungal infection. The source of the fungus was not identified; therefore the cause of this event will be assessed as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. On an unreported date, dianeal therapy was discontinued during treatment. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.